Event description:
Phaseal optima vial protector did not inflate when compounding nelarabine. Pharmacy technician unable to get air into the vial during compounding. Syringe was perpendicular to the hood surface. Device lot: 2502409.